Manufacturer narrative:
It was unclear which of the two catheters had implanted and dislodged.

Event description:
It was reported that the pt's catheter had come completely out of the intrathecal space. The catheter was flushed through the access port with dye to make sure the rest of the catheter was patent. After that, they flushed it with saline and added the distal portion of a catheter to the existing catheter. The empty catheter was checked with dye, anchored into place, and the incision was closed. The catheter was primed with drug using the new length of the catheter and the pt's daily dose was decreased from 9.6 mg/day to 2.4 mg/day. No pt symptoms reported. The type of medication, concentration, and daily dose being administered via the pump was not reported. Device registration system indicates morphine. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.